Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted by vertical incision on (B)(6) 2013. Post-procedure, one centimeter of the mesh, to the right of the incision was exposed. The exposed portion was removed on (B)(6), 2013. The patient was prescribed estrogen and is reportedly ¿fine.¿